Event description:
The ortho summit sample handling system instrument did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The instrument has been investigated. Customer found a damaged tip. The field service engineer (fse) evaluated the instrument and determined tip damage occurred during tip take-up. Fse also found plunger clamp in position #12 has a damaged/bent tooth. Fse replaced the plunger clamp and performed multiple tip take up in diagnostics. Fse found tip intermittently not being picked up properly in position #12 and adjusted tip take-up position by 1 step in x and y direction. Fse adjusted tip take-up flap for proper holding position against tip conveyor. The instrument was tested without further problem and was returned to expected operation.